Event description:
It was reported to philips that the device does not correctly recognise ECG cable. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.